Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure the lens was noted to have a small piece missing from the edge after it was inserted into the patient's eye. The lens was left in place due to the surgeon was not concerned with the lens having any impact upon the patient. Additional information was requested.